Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify possible under delivery due to motor error alarms. (B)(4).

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 14 mmol/l at the time of incident and the current blood glucose level was 10.4 mmol/l. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that drive support cap was normal. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. The insulin pump will be returned for analysis.